Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an. Service evaluation was unable to reproduce the upstream occlusion error at power up. The cause was identified to be an ultrasonic lower reading out of specification per service work instruction 105. The ultrasonic was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced an upstream occlusion error. No additional information is available.